Event description:
Reportable based on device analysis completed on 22-sep-2022. It was reported that balloon leak occurred. The more than 95% stenosed target lesion was located in left upper limb. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to deploy and found that contrast agent was leaking after exiting external pressure. The procedure was completed with a 6mmx4.0cm, 75cm mustang balloon catheter. No patient complications nor injuries were reported and the patient was stable post procedure. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 5.0 x40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres as per gladiator specification. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no issues or damage to the tip of the device.